Event description:
It was reported that a malfunction alarm occurred. The customer declined a followup from tandem technical support to confirm the type of backup insulin therapy. Customer¿s blood glucose level was 157 mg/dl.